Event description:
After treatment in the nasolabial folds and the lips the pt presented with hard nodules at the treatment sites and within one centimeter proximity of the treatment sites. The pt was treated with hyaluronidase by the treating physician. The pt was examined by a non treating physician who reported this event. The contact info for the treating physician is not available to allergan at this time and allergan policy is to resolve all doubt in favor of reporting. Allergan will continue to follow up for add'l info.